Event description:
A user facility reported that a patient on venovenous extracorporeal membrane oxygenation (ECMO) support experienced inadequate oxygenation levels while using an xlung kit 230. There was an inferred allegation that the inadequate oxygenation levels were due to a deficiency with the disposable xlung kit device. The issue reportedly began only five minutes after the patient was put on support. There was no evidence of hemolysis occurring. There were no issues with the cannulas, and there were no clots noticed in the device. The maximum speed of the pump head was 8000 rpm. Only normal saline was introduced through the oxygenator. Heparin was being used for anticoagulation. The patient received propofol and dopamine during the ECMO run. After troubleshooting with no noticeable improvement, the facility elected to replace the entire xlung kit 230 with a different device. This appeared to resolve the reported issue. After switching out the device, the post membrane oxygenation (pao2) increased to 238 mmhg. Prior to the switch, the patient¿s pao2 was at 85.7 mmhg. The reported event resulted in approximately 500 ml of blood loss. Following the device change, it was confirmed that the patient was later taken off ECMO support with success and has fully recovered. There were no allegations that the patient experienced any serious injury or harm due to the inadequate oxygenation levels or loss of blood. The sample was not available to be returned for evaluation. Additionally, no useful photos were available for review.

Manufacturer narrative:
Plant investigation: the complaint sample was not available to be sent back for manufacturer evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were reported to be found during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the reported problem could not be determined.